Manufacturer narrative:
Concomitant products: a2dr01, ipg, implanted: (B)(6) 2014.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular lead had an abrupt increase in threshold about two weeks after the implant procedure, and the threshold remained high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.